Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing came off from infusion set. Reportedly the blood glucose was 700 mg/dl and the patient treated it with manual injection. No further information available.